Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device change out procedure, electrocautery was used and the pulse generator exhibited loss of output. The device was explanted replaced successfully. The patient was in stable condition.